Event description:
During a revision surgery performed on (B)(6) 2013 (event associated to our complaint number (B)(4), MFR report number: 3008021110-2013-00009, reported to FDA last (B)(6) 2013), the glenosphere extractor broke in the threaded part when removing the glenosphere; this caused an extension of the surgical time of just over 2 hours. The event occurred in (B)(6).

Manufacturer narrative:
By the event description, we know that the instrument broke when extracting the glenosphere. We received some photos of the broken extractor, which show the breakage corresponding to the external thread. We have checked the work cycle and raw material certificate of the extractor, without finding any anomaly. We are waiting for the instrument to perform a deeper investigation. At the end of this investigation we will submit a follow-up report.